Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier had failed and required maintenance. A field service engineer (fse) mentioned that the keyboard and biometric identifier were not working yesterday, but after moving the machine out of the operating room (or) and rebooting, the issue was temporarily resolved. When customer moved the machine back to the correct room, the user could not recall the correct port to connect, so the station was moved again until cases were completed. After it was returned, the fse remoted in, performed a data synchronization, and verified that there were no issues with the c or d drive. Everything was functioning properly, and the customer was able to log in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es an error message appeared stating ¿device access using password requires witness,¿ and the biometric identifier device required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.